Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 ,lot# va0hbhu, implanted: (B)(6) 2014, product type: lead. The codes also apply to the lead, in addition to device code:(B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient with an implanted neurostimulator (ins) for fecal incontinence therapy. It was reported the patient fell some time ago, (timeline unknown), and subsequently patient had uncomfortable stimulation and a lack of efficacy. It appeared the lead had moved and new programs were attempted but the system was revised / replaced. No further complications were reported or are anticipated.